Manufacturer narrative:
Based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required.

Event description:
It was reported by the patient following a sling implant, an infection was observed. The patient underwent two surgeries to clean out the infected areas resulting in 5 day hospitalization and 14 days of antibiotics (intravenous and oral). The infection was determined to be e. Coli.